Manufacturer narrative:
Patient identifier: multiple = sid (B)(6) and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results on the architect analyzer for one patient. The results provided were: sid (B)(6) on (B)(6) 2018 = 25.86mg/l (2.59mg/dl)/ repeat = 25.36mg/l (2.54mg/dl) / repeated on (B)(6) 2018 = 24.23mg/l (2.42mg/dl) / sample sent to another site with an architect and the result was normal. The patient returned on (B)(6) 2019, sid (B)(6) = 7.14mg/l (0.71mg/dl) / 6.93mg/l (0.69mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets for lot 64131un18 found one additional complaint but no trends were identified for similar issues. Return testing was not completed as returns were not available. Using worldwide data through abbottlink, the historical performance of lot 64131un18 was compared to the performance of all architect creatinine reagent lots in the field. The patient median was analyzed and found no significant difference in performance compared to historical performance. Based on this review, no unusual performance issues were identified with reagent lot 64131un18. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Abbott was unable to determine a definitive cause for the customer's issue; however, the architect system operations manual contains potential causes and corrective actions for elevated and erratic results; including: debris in the water bath, dirty cuvettes, and handling and preparation of the sample. Based on the investigation no product deficiency was identified for the clinical chemistry creatinine, lot 64131un18.